Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached (clavicle-rib crush); distal segment was returned and analyzed. Blood/body fluid on all conductors (not obstructed), outer insulation melted and pulled apart(overstress), and the lead is stretched; apparent explant damage. White substance found on outer insulation.

Event description:
The lead was returned to the manufacturer due to upgrade, analyzed, and tested out of specification. Follow-up determined that the lead had not been in use since (B)(6) 2006. No patient complications have been reported as a result of this event.